Manufacturer narrative:
Integra has completed their internal investigation on 5apr2016. The additional investigation activities included: methods: review of device history records. Review of complaint history. A review of manufacturing records for lot vf0023 as provided by integra cincinnati revealed that it satisfied all incoming receiving specifications. No non-conformances were present and no issues were identified that would cause or contribute to the event. The lot of 6 pieces was received on 12/31/2014, inspected on 01/07/2015 and released on 01/22/2015. Date of manufacture is 12/23/2014. A review of complaint records for the last five years found no other complaints for the same issue. (B)(4). Conclusion: a review of the manufacturing records for titanium bone wedge, lot vf0023, found that it satisfied all incoming receiving specifications. Manufacturing and component defects are eliminated as possible root causes. The complaint is confirmed but the investigation cannot determine a root cause for the fracture at this time due to a lack of information regarding the device¿s behavior.

Event description:
It was reported the implant broke during a procedure. The implant broke apart upon insertion into the patient's foot and was seen under x-ray. A second implant with the same lot number was successfully inserted, immediately following the removal of the broken implant, during the same procedure/same time. This was done without incident. It is reported no patient injury is alleged.

Manufacturer narrative:
Date device returned to manufacturer-(B)(6) 2015.